Event description:
Additional information later received reported that the patient was currently doing alright. The catheter would be re-implanted in the future, however, per the reporter a surgery date had not been set to his knowledge.

Event description:
The patient had a csf (cerebrospinal fluid) leak, pain, and a headache. On the date of this report, surgical exploration of the csf leak was done. The catheter was removed from the spine, cut, and discarded; the proximal segment of the catheter remained implanted. They were planning to re-implant the spinal segment in the future. The patient¿s status was reported as ¿alive - no injury¿. The outcome and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).